Event description:
The customer tested his blood glucose and received a reading of 194 mg/dl using his elite meter. He retested using another meter (brand unknown) and received a reading of 83 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. No product will be returned.